Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample and questionable thyrotropin (tsh) and free thyroxine (ft4) results of one other patient sample. Sample 1 initial hcg+b result was 1057 miu/ml and was reported outside the laboratory. The sample was repeated (B)(6) 2015 as the referring doctor requested serial hcg+b results. The repeat result was 75336 miu/ml. On (B)(6) 2015, sample 2 initial tsh result was 0.195 and ft4 result was 1.86. When repeated, the results were a tsh of 9.18 and a ft4 of 12.48. The units of measure were not provided. This patient was a (B)(6) female. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The hcg+b reagent lot number was 180039 with an expiration date of 12/30/2015. The tsh and ft4 reagent lot numbers and expiration date were requested, but were not provided. The system maintenance was checked and a general check on the system was done with no problem found. The pinch tubes were changed and performance testing was done. The preanalytics were checked and fibrin clots were observed on both samples. Other samples in the lab were also checked and there were some fibrin clots noted. This was shown to the customer but they refused to accept that the root cause to the problem was sample handling.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided information, a pre-analytic issue was a possible root cause. A temporary instrument issue could not be excluded based on high variability in the qc results.